Event description:
It was reported that patient underwent ankle reconstruction procedure on unknown date. Subsequently, radiographs revealed that the (B)(4) had fractured. As of this date, no revision surgery has occurred.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant". (B)(4).